Event description:
The customer reported via phone call that the insulin pump was stuck in the prime sequence. During troubleshooting, the customer stated that the insulin pump alarmed no delivery. Blood glucose value was 410 mg/dl. The customer had not been using the device since 2 days ago; she treated with manual injection. The customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit the tubing. She was then instructed to rewind, reinsert the reservoir and perform manual prime; the insulin pump alarmed no delivery. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.